Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was concerned that the insulin pump was not delivering insulin. Customer's blood glucose came down to 237 mg/dl and was reported as 461 mg/dl. Customer treated with a bolus. Customer stated that she does not a back-up plan. Customer has treated for high blood glucose. Customer had a low reservoir alarm in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.